Event description:
It was reported that the device exhibited a malfunction and rupture. After the medical admission, the decision was made to administer saline solution to the patient, and the product was installed. The puncture was successfully performed on the first attempt, without any technical issues. However, when the metallic guide was removed, the blue sheath detached without any additional manipulation by the operator. In response, the device was immediately removed from the patient's body to ensure that no part of the teflon remained inside. After verification, it was confirmed that the device was intact and had not been left inside the patient. The nurse then took photographic evidence of the incident and disposed of the device. The product malfunction was reported to the appropriate supervisory authority, in accordance with the hospital¿s protocol for product failures. Due to the failure of the product, a new puncture was required. The incident occurred during a clinical procedure in the palliative care unit, involving a 61-year-old female patient. Three pictures showing the product and its package were provided by the customer, and all 35 units from this batch have been placed in quarantine at the facility to prevent further occurrences. There was no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Ten samples and three photos were received for evaluation. Visual and functional testing observed no anomalies or failures. Three pictures showing the product and its package were provided by the customer, the complaint can be confirmed from the photos provided. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.